Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified crease sharp broken on radius and crease flat. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.